Manufacturer narrative:
Results of investigation: the root cause of the issue was due to o2 path self test is failing due to leaking o2 safety valve. As a resolution o2 safety valve needs to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista ventilator has "technical failure 389 - no o2 dosing possible". At this time there was no information of patient involvement reported with this event.